Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Promus element plus clinical study. It was reported that death occurred. In (B)(6) 2012, the subject was diagnosed with stable angina (ccs classification:3) along with silent ischemia and was referred for cardiac catheterization. Target lesion #1 was a de novo lesion located in the 1st obtuse marginal with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.50 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 12 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel. In april 2017, the subject died. Per the death certificate, the immediate cause of death was "natural causes." The underlying cause was "severe coronary artery disease" and another contributing factor was "cerebrovascular accident.¿ the subject died at home and autopsy was not performed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that adjudication indicates stent thrombosis.